Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient stated they experienced an issue with the wearable adhesive in which the wearable was barely sticking to his arm. Afterwards, the patient experienced inaccurate readings on the cgm. The cgm was displaying 90 mg/dl but the patient felt he was "high" and did not have a change to check his manual bg. The patient went to the hospital at 9:40am. At the hospital, the doctor checked his bg and it was 980 mg/dl. It is unknown what the cgm was displaying during this time. The patient was treated with IV fluids. The patient continue treatment for 6 days and was discharged on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.